Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed.

Manufacturer narrative:
Sc-1216, (sn: (B)(6).) The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023. Block db6: explant date: j(B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700 model:sc-2218-70 serial:(B)(4). Batch:7084398/7085319.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed.